Event description:
The pt was undergoing a cystoscopy, "lithoapaxy" with the lithorite instrument. The instrument broke and was found in the penile meatus. Entire instrument broke plus broken piece was removed by the surgeon resulting in undue trauma to the meatus.